Event description:
It was reported that this right ventricular lead was explanted and replaced due to high pacing thresholds. The lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations; however, it was observed that there were cracked ID tags.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to high pacing thresholds. The lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. Subsequently, the patient gave consent, and the product was returned.